Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with tvh, anterior and posterior colporrhaphy, cystourethroscopy and colopexy. It was reported that patient underwent graft revision vaginal vault mesh and urethroscopy on (B)(6) 2008. It was reported that patient underwent excision of polyps, cyst and vaginal scar band and cystourethroscopy on (B)(6) 2008 due to vaginal pain. No additional information was provided.